Event description:
It was reported that the user performed a supply change and deployed an inset infusion set incorrectly by removing the teflon cannula and adhesive from the applicator before insertion; the event involved the infusion set and cartridge, with the infusion set deployed incorrectly, and a site-only change was then completed successfully with guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.